Event description:
On (B)(6) 2009, the patient reported that yesterday, her insulin infusion device was wet with insulin. She stated she was trying to prime the infusion set tubing and the insulin was bubbling around the luer lock connection instead of traveling through the tubing. She said, enough insulin leaked inside her device that it poured out of her device. She stated, she tightened the connection by hand and it was not too tight or too loose. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device and infusion set were replaced and requested to be returned for evaluation.